Event description:
It was reported that when the technician opened the xience xpedition 3.0 x 28 mm stent package, it was noted that the stent was dislodged. The device was not used on the patient. The procedure was completed with a new xience xpedition 3.0 x 28 mm stent. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.